Event description:
Blood glucose results of 146 and 108 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were not expired; however, there was no reaction or color change on the conformation dot. The complaint is being reported as a malfunction, since the test strips have no color change or reaction.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them.